Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump stopped working. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and customer reports display did not return after insulin pump restart. Customer states the contact on the battery cap are damage. Customer states battery compartment was not damaged. Customer states the spring was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis